Event description:
It was reported that this device exhibited high out of range shock impedance measurements resulting in a recorded red alert via the remote monitoring system. This device remains in service. No adverse patient effects were reported.